Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 38 mm stent delivery system was returned for analysis. A visual and microscopic examination found damage to the proximal end of the stent with stent struts bunched in a distal direction along the balloon. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found a shaft polymer extrusion break 252 mm proximal to the distal tip. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 84% stenosed, 32mm x 3mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The physician proceeded to treat the most severe lesion. After a non bsc device was pass through, a 3.00 x 38 synergy drug-eluting stent was used for treatment, but failed to cross the lesion. The physician tried to removed the device because he wanted to pre dilate the lesion. As he took out the stent he noticed that the distal part was damaged. The patient has been sent to the intensive care unit and is on medication. No further complications were reported.

Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 84% stenosed, 32mm x 3mm, concentric, de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. The physician proceeded to treat the most severe lesion. After a non bsc device was pass through, a 3.00 x 38 synergy drug-eluting stent was used for treatment, but failed to cross the lesion. The physician tried to removed the device because he wanted to pre dilate the lesion. As he took out the stent he noticed that the distal part was damaged. The patient has been sent to the intensive care unit and is on medication. No further complications were reported.